Event description:
It was reported that the patient received a shock during heavy exertion in hot weather. A review of the event showed t-wave oversensing (two's). The lead is still in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.